Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. The device remains implanted.

Manufacturer narrative:
Additional information was received and explant status was updated to date known.

Event description:
The device was explanted.